Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system had entered safety mode. In addition, left ventricular (lv) lead phrenic nerve stimulation was reported. This crt-p was explanted, and this lv lead remains in service. No additional adverse patient effects were reported.